Manufacturer narrative:
There were eight incidents expiration dates and lot numbers listed below. Exp: 09/30/2017 - lot # 2286274 mfg date 10/1/2012. Exp. 10/31/2020 - lot #5290689 mfg date 10/1/2015. Exp. 03/31/2021 - lot # 6102662 mfg date 4/1/2016. Exp. 05/31/2021 - lot # 6132847 mfg date 5/1/201. Exp. 07/31/2021 - lot #6182763 mfg date 6/1/2016. Exp. 08/31/2021 - lot #6217939 mfg date 08/01/2016. Exp. 08/31/2021 - lot #6252586 mfg date 09/01/16. Issue eight- lot number unknown. Mfg date unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were forwarded for investigation. Conclusion: without a returned sample, we are unable to determine the root cause of this incident. UDI# (B)(4).

Event description:
There was eight reported incidents with a syringe with bd luer-lok® tip 60ml where the plunger drifts downwards when aspirating drugs into the syringe. No medical interventions reported.